Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. Fse found the sodium (na) reference electrode had bubble causing the erroneous calc and cl results. Fse replaced the na reference electrode to resolve the issue.

Event description:
Customer reported the unicel dxc 600i synchron access clinical system generated erroneous low calcium (calc) and erroneous high chloride (cl) patient results. Customer repeated the samples on another dxc system and calc results were higher and cl results were lower. Erroneous results were not reported out of the lab. No change in patient treatment reported. Customer reported qc recoveries were within the lab established ranges.